Event description:
No user injuries. Thermal protection circuit failed and the unit "overheated to the point of nearly melting the base."

Manufacturer narrative:
Response to FDA 483 for homedics insepction 12/2006.